Event description:
Through a single customer's request for software support on an issue with software customization, we became aware that after info from a dried blood spot card was entered into screening center, multiple demographic records were created in the database. The requests were assessed and determined to be attributable to use error. The customer was instructed on appropriate use and advised a new version of the software to be released would provide internal locking mechanisms that would prevent the user error from being possible. In (B)(6) 2014 after the new version had been installed, the customer reported an event where prior to the pt report being released, the customer identified that the incorrect demographic info (pt identifiers) were associated with the specimen collection card human readable barcode number. The customer corrected the info and released the report. Perkinelmer was informed and an investigation was initiated and it was determined not to be a customer-specific customization issue.

Manufacturer narrative:
An investigation was initiated to recreate the issue and confirm its existence; and to identify a root cause. Perkinelmer contractually has the ability to remotely investigate the specimen gate laboratory customer databases and has evaluated the databases belonging to 7 customers currently using screening center for processing clinical data. The eval consisted of reviewing the database records. The review revealed the presence of unattached or orphan records which if present indicates a database anomaly has occurred. An anomaly may result in demographic info and test result to be mismatch. The databases for 2 of the 7 customers contained no orphan records. For the remaining 5 customers orphan records were found. Our investigation to date has shown that simultaneous entries or entries within milliseconds of another entry into the specimen gate database through the screening center module may create conditions where pt demographic info could become mismatched with another pt's test results; and subsequently reported.